Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited the following issue: after the gall stone was crushed, the handle could not be released from position ¿2¿ and was jammed in the ratchet position. Handle broke whilst trying to disengage ratchet whilst inside patient. The issue occurred during a therapeutic ercp (endoscopic retrograde cholangiopancreatography). There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, h2, h3, h6, h11 the device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed to have occurred because after crushing the stone, the ratchet was left at ¿2¿ and the knob was rotated further, causing the rack to jam against the knob's gear and seize up. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.